Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that the abutment screw (iunihg) fractured 6 years post restoration.

Manufacturer narrative:
The screw was returned and visually inspected. It was found to be completely severed into two pieces; it was severed at approximately the second thread counting from the tip of the screw¿s head. Visual inspection in comparison with the drawing was consistent with the design of the screw. The device history record review for the screw was performed and did not identify any non-conformances. A definitive root cause has not been determined.